Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The failure mode which led to the need for a revision surgery could not be determined from the information provided. The DHR for the fossa component was reviewed. No non-conformances were found for this component. This is the only complaint for this item# 24-6563, lot# 606810b. The most likely underlying cause of the complaint cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under complaint (B)(4). The complaint investigation is in process. Once the investigation has been completed, and product return has been evaluated , if available, a follow up MDR will be submitted. UDI- (B)(4). Concomitant medical products. Tmj system right fossa component, small part# 24-6562 lot#614980b- UDI (B)(4). Tmj system left standard mandibular component part# 24-6551 lot# 452880a - UDI (B)(4). Tmj system right standard mandibular component part #24-6550 lot# 575530b- UDI (B)(4). Unknown screws, part# unknown , lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00182; 0001032347-2020-00178; 0001032347-2020-00181.

Event description:
It was reported the patient underwent a revision and replacement of bilateral temporomandibular joint implants five years following implantation due to an unknown reason. Attempts have been made and no further information has been provided.